Manufacturer narrative:
As-received device was at eri level and noted higher than normal battery current during interrogation. Further analysis was performed by cutting open the device for direct measurements on the hybrid. However, the high current drain could not be reproduced the battery was detached and reconnected. Hybrid module was sent to outside lab for additional testing but no high current was found. The device projected longevity is 4.77 years, based on field settings, and device was implanted for 2.92 years, which is considered premature battery depletion.

Event description:
The device was explanted and replaced.

Event description:
During follow-up, an incorrect battery voltage reading was observed. Technical support was contacted and suggested to reinterrogate the device or reprogramming to resolve the issue. Further information was requested and not yet received. The patient was in stable condition.